Event description:
Event description cpi received information that the patient with this implantable pacemaker (ipm) had been brought into the ER because of syncopal episodes. When interrogating the device, it was found to be pacing at the maximum sensor rate (msr) after the patient made a trip to the bathroom. The msr was set to 180 ppm, the minute ventillation was set to auto 5, and the accelerometer was set to auto 9.